Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g3, h2, h3, h4, h6, h10, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device malfunctioned during a therapeutic transurethral resection procedure. Reportedly, the device's wire connector was broken and video image was distorted. There was no report of patient harm.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The investigation is ongoing. A supplemental report will be submitted once the investigation has been completed.

Event description:
It was reported that the subject device malfunctioned during a therapeutic transurethral resection procedure. Reportedly, the device's wire connector was broken and video image was distorted. There was no report of patient harm.